Event description:
Obc to pt to discuss problem w/ curlin pump. Pt was starting step 5 of infusion program when pump alert sounded for "set not installed". After battery pull, switching out tubing twice, and reprograming pump with continuous program of last step, infusion started running again. Offered to stay on phone to make sure everything was ok, but pt stated he will call back on monday to confirm if infusion was completed, as well as schedule a new pump for next month's infusion. Pt experienced no adverse reactions due to malfunctioning pump. Pump is available for return/investigation. Pt was able to restart infusion and will callback to confirm completion and schedule a new pump for shipment. No additional information. Reported to (B)(6) by pt/caregiver.